Event description:
It was reported that the field was unable to establish telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD). A magnet reset was attempted where a magnet was applied for 58 seconds, however the reset itself was not actually performed successfully. Immediately following the magnet application, the s-ICD was able to connect via a telemetry session. Review of the device data by boston scientific engineering confirmed the s-ICD is operating normally. The s-ICD remains in service and there were no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.